Event description:
It was reported by the attorney for the patient as a result of a lawsuit that allegedly the patient underwent right hip surgery using trident acetabular ceramic on ceramic hip system on (B)(6), 2006. It is alleged "her prosthetics had degenerated". The patient had revision surgery on (B)(6), 2013.

Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs. No additional information is available at this time due to ongoing litigation. Lot numbers 6391302 and 16621604 were noted in this report but it is not clear which, if either of these lots, were involved with the patient's revision. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Not available - legal case.

Manufacturer narrative:
The lot number is still unknown. Device history review: the reported device was accepted into final stock with no reported discrepancies. No further investigation for this event is possible at this time as no devices and / or insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Event description:
It was reported by the attorney for the patient as a result of a lawsuit that allegedly the patient underwent right hip surgery using trident acetabular ceramic on ceramic hip system on (B)(6) 2006. It is alleged "her prosthetics had degenerated". The patient had revision surgery on (B)(6) 2013.

Manufacturer narrative:
An event regarding device degeneration involving a trdent alumina liner was reported. The event was not confirmed. Device history review: the reported device was accepted into final stock with no reported discrepancies. Complaint history review: review not performed as a reason for revision was not provided. Conclusions: the exact cause of the event could not be determined as further information such as pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause.

Event description:
It was reported by the attorney for the patient as a result of a lawsuit that allegedly the patient underwent right hip surgery using trident acetabular ceramic on ceramic hip system on (B)(6) 2006. It is alleged "her prosthetics had degenerated". The patient had revision surgery on (B)(6) 2013.